Event description:
The attorney alleged in a lawsuit to the MFR that a synchromed el implantable pump was delivered in 2004 for implantation and that it "did not function properly" causing the plaintiff to sustain unspecified injuries. No follow-up will be performed as this is a legal case.